Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) functional test found no breaks along the fiber length. The fiber passed the connector and saline flow functional tests. Microscope inspection identified that the total internal reflection (tir) was no longer facing the glass output window, indicating a glue failure occurred. Also, it was identified that the fiber tip had a distal circumferential fracture. However, the forward firing test for this device resulted in an output which is below the threshold for potential patient harm, the reported complaint was confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using (B)(4) joules and 14 minutes and 3 seconds of fiber use, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate, after using 113603 joules and 14 minutes and 3 seconds of fiber use, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.